Manufacturer narrative:
Under (B)(4) law, patient information is considered confidential and will not be released by the hospital. Based upon the information that breas medical presently possesses, it is unable to confirm whether the event is reportable under the standard set forth in the applicable FDA regulations and guidance. Accordingly, in an abundance of caution, breas is filing a medwatch report for this event.

Event description:
Authorized distributor in the (B)(6) reports a problem with a vivo 50 home care ventilator, stating: "in the beginning of (B)(6) 2015 the patient starts to feel shortness of breath when he uses this machine." Allegedly, the delivered pressure was not correct. The reporter claims there was no patient injury as a result of the reported failure, but no information is given as to whether the device actually gave any alarm for incorrect pressure.